Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that after performing an MRI, the intracraneal pressure (icp) could not be measured from a microsensor (ID (B)(6)) even after replacing the cable, icp could not be measured at every attempt. Sensor disconnection was suspected; therefore, it was removed.